Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. It was stated that the system was going to be de-installed and that the customer is not going to use the system anymore. No further investigation is possible.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained about one questionable glucose result for one patient while using the cobas c501. The initial result was 170.9 mg/dl. This result was reported to the physician. The measurement was repeated with the same sample on (B)(6) 2016 and that result was 77.9 mg/dl. This second result was considered to be correct. The glucose reagent lot number was 124781 with an expiration date of 04/2017. The field service representative cleaned the sample probe. Precision tests were performed and were within specification. The field service engineer had already replaced the sample probe arm, the sample probe, and two printed circuit boards. Also, the field service representative found that the analyzer was not working as expected and a new gear pump was ordered to be replaced in the device. During the initial investigation, it was noted that there were several abnormal probe sucking, sample short alarms, and probe up and down alarm.